Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Height: 120 cm. Weight: (B)(6) kg. Gender: unknown.

Manufacturer narrative:
Investigation: visual inspection: dents in the progav 2.0 and cuts in the catheter were observed through the visual inspection. Deposits on the product were visible. Permeability test: a permeability test has indicated that the shuntassistant has a blockage and the progav 2.0 valve is permeable. Computer controlled test to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating within the accepted tolerance in the horizontal position. Because the shuntassistant is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, clearly deposits were found in both valves results: based on our investigation, we confirm the presence of occlusion in the system at the time of investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. The cause of the dents of the progav 2.0 could not be determined through our investigation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.